Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump also alarmed missed bolus error. Customer's blood glucose reading was 324 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit had blank display due to severely corroded battery cap contact. However, unit powered on properly with a battery test cap. There was no unexpected frozen screen anomaly noted the time advanced properly. The unit had no button response on the act button due to connector not plugged in properly. The insulin pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor test and excessive no delivery test or test the missed bolus reminder alert due to no button response. The unit had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.